Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a pacemaker replacement procedure, capture failure associated to the subject device was reported. The physician reported that the subject device was programmed similarly to the pacemaker being replaced (voo/90ppm and output 5.0v/0.5ms). The associated lead (implanted: (B)(6) 1989) was then connected, and capture failure was observed while pacing pulses could be seen on the ECG monitor. Reprogramming of the output (7.5v/0.5ms) did not resolve the issue. The physician indicated that capture failure was not evident when the device was removed from the pocket. Another pacemaker was subsequently implanted, and normal pacing and capture were indicated. The threshold measurements by the new device were 3.0v/0.5ms and impedance was 293ohms; the device was reprogrammed to 5v/0.5ms. The physician also noted that psa measurements on the lead were not taken.